Event description:
It was reported that leakage occurred between the connector and the needle with a bd ultra-fine¿ pen needle mini. The following information was provided by the initial reporter, translated from portuguese to english: leakage between the connector and needle. There are more than 20 needles.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 16 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred between the connector and the needle with a bd ultra-fine¿ pen needle mini. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage between the connector and needle. There are more than 20 needles.